Event description:
It was reported that a patient underwent revision of taperlock stem and magnum head due to pain, metallosis and black wear debris. Revision to a zmr taper and versus ceramic head.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found in relation to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Associated devices: medical product: shell porous with multi holes 58 mm, catalog #: 00620205820, lot #:62585810; medical product: bone screw self-tapping 6.5 mm dia. 40 mm length, catalog #: 00625006540, lot #: 61126043; medical product: bone screw self-tapping 6.5 mm dia. 50 mm length, catalog #: 00625006550, lot #: 60376941; medical product: bone screw self-tapping 6.5 mm dia. 25 mm length, catalog #: 00625006525, lot #: 61953465. Medical product: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, catalog #: 00631005836, lot #: 61953465; medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalog #: 00625006530, lot #: 62483015; medical product: bone screw self-tapping 6.5 mm dia. 50 mm length, catalog #: 00625006550, lot #: 60809033; medical product: ha tprloc por lat fml 13.5x147, catalog #: 21-123207, lot #: 212040. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision of taperlock stem and magnum head due to pain, metallosis and black wear debris. Revision to a zmr taper and versus ceramic head.